Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.

Event description:
A report was received stating that the device was in use for one month when a piece of the plastic broke away from the tracheostomy tube and obstructed the airway. Pt required resuscitation. Nurse found that the flange wing had split open and velcro tie slipped out. An emergent tube change was required. No incident related medical sequela was reported.